Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned low results for 70 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. The customer stated that 10 of these sample results were not reported outside of the laboratory due to validation procedures, but the other questionable results for 60 patients were reported outside of the laboratory. The original patient samples were repeated on a different analyzer. Data was provided for 68 patient samples. Of the data provided, the results for 8 patient samples were discrepant. After repeat testing was performed, the repeat results were provided as corrected results for the affected patients. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The ca2 reagent lot number was 300982. The expiration date was not provided. Monthly maintenance was performed on 16-feb-2018. Qc was fine the morning of the event but was low when run around 12:00 p.m. At this point, the customer noticed the low ca2 patient results. The customer re-calibrated around 3:00 p.m. The ca2 reagent pack had been loaded onto the instrument on (B)(6) 2018. The customer replaced the reagent pack and re-calibrated on (B)(6) 2018. The system has since been running fine. The calibration and qc data provided showed the same deviation as was observed with the patient results. No hardware issues were observed during a review of the alarm trace. The field service engineer (fse) visited the customer site and bleached and adjusted rinse tubings, bleached the sample line and replaced and adjusted the sample probe. The reagent probes were also replaced and adjusted. The fse found an issue with one of the reagent probe's washing positions. Mechanical checks were performed. Reagent packs were replaced and calibration and qc were acceptable. The customer has been running qc for ca2 since the service visit and the results have been acceptable.

Manufacturer narrative:
Based on the information available, a reagent issue can be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer has performed precision testing with acceptable results. The customer has had no further issues with ca2 results.